Event description:
Customer reported that she inserted a sensor and was receiving lost sensor, sensor error and change sensor alerts. Sensor inserted one hour ago. Customer stated that the alert occurred after initialization and the bad sensor alert happened after second consecutive calibration error. During troubleshoot; customer removed sensor and noticed it was slightly bent. Blood glucose 64 mg/dl; treated with glucose tablets. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.